Event description:
It was reported that the patient underwent a revision procedure due to pain when inflating the device resulting from the cylinder being the wrong length that presented a week prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Following the procedure the patients symptoms improved.

Manufacturer narrative:
Product analysis was unable to confirm the reported events. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders were functionally tested and performed within specification.

Event description:
It was reported that the patient underwent a revision procedure due to pain when inflating the device resulting from the cylinder being the wrong length that presented a week prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. Following the procedure the patients symptoms improved.